Event description:
The article, "simultaneous closure of left atrial appendage and mitral paravalvular leak", was reviewed. The article presented a case study of an 81-year-old male patient with a history of decompensated heart failure, hemolytic anemia, new york heart association functional class iii/IV, paroxysmal atrial fibrillation, coronary artery disease, rheumatic mitral valve disease, and mitral valve replacement (mvr). On an unknown date, a 31mm epic valve was chosen for implant for a redo mvr. The device was implanted. Three months post-procedure, the patient presented with recurrent severe mitral regurgitation (mr) due to paravalvular leak (pvl). Three pvls were present, 1 lateral and 2 medial. On an unknown date the lateral pvl was closed with a 14mm amplatzer vascular plug ii and a 12mm amplatzer vascular plug ii. The largest medial pvl was closed with a 10mm amplatzer vascular plug ii. The patient's mean left atrial pressure was reduced from 24mmhg to 16mmhg. Mild to moderate pvl remained. Over the next year the patient continued to have heart failure hospitalizations and worsening anemia, with evidence of hemolysis secondary to residual pvl along with gastrointestinal malformations. The patient was also prescribed apixaban for a recent small pulmonary embolism. Repeat transthoracic echocardiography (tte) showed 3 paravalvular jets with moderate to severe mr and severe tricuspid regurgitation (tr). On an unknown date, a combined repeat pvl and left atrial appendage (laa) closure was performed. The posterior pvl was closed with a 12mm amplatzer vascular plug ii. The medial pvl was closed with an unknown 12mm device. The laa was clsoed with a 31mm watchman flx pro, with trace pvl remaining. The patient was discharged the following day in stable condition. [The primary and corresponding author was neil fam, st. Michael's hospital, university of toronto, toronto, ontario, canada, with corresponding e-mail: neil.fam@unityhealth.to.]

Manufacturer narrative:
As reported in a research article, simultaneous closure of left atrial appendage and mitral paravalvular leak. Information from the field indicated that the device implanted; after 3 months, severe mr recurred due to multiple pvls (1 lateral, 2 medial). Pvls were partially closed with amplatzer plugs, reducing left atrial pressure (2416 mmhg), but mild¿moderate leak remained. Over the next year, patient had repeated heart failure, anemia, and hemolysis from residual pvl, plus gi issues; also, on apixaban for pulmonary embolism. Imaging later showed persistent significant mr (3 pvl jets) and severe tr. A repeat procedure closed additional pvls and included left atrial appendage closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient consequences may have contributed due to procedural complications, but this cannot be confirmed. The reported prolonged hospitalization, unexpected medical and surgical intervention were result of case specific circumstance as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: simultaneous closure of left atrial appendage and mitral paravalvular leak b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.